Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated they were none steps performed to resolve the reported issue. The patient stated as of no issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a knee replacement on monday ((B)(6) 2019) and they were now home but ¿its like before the implant was put in and having side effects¿. The family member was walked through increasing the stimulation to 2.6 volts and the patient was going to try this setting. There were no further complications reported or anticipated.